Event description:
It was reported by the legal guardian (lg) that the patient had been hospitalized with a kidney-related condition on an unspecified date. The lg mentioned that the pod was not related to the kidney-related condition but may be associated with a potential diabetes-related complication. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.